Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). At 7:17 am, the result from the meter was 4.2 inr. At 7:18 am, the result from the meter was 4.8 inr. The customer stated he used the same finger for the second test and squeezed more blood from the same finger stick. Two hours later, the result from a laboratory using dade innovin reagent was 3.66 inr. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The customer was not anemic, had no heparin, antiphospholipid antibodies, no direct thrombin inhibitors, no new medications, no new illness, and no signs of bleeding or bruising. The customer ate spinach night prior to the event. The suspect meter and strips were requested to be returned for investigation. The returned meter and test strips were tested with qc material. Qc 1: 2.5 inr, qc 2: 2.5 inr. The qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. Relevant retention test strips (lot 286320) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.